Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in middlesbrough, united kingdom. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 double head pump became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova representative went on-site for further investigation. During the evaluation of the device no failure was confirmed or reproduced. Subsequent functional verification testing was completed without issues and the unit was returned to service.